Manufacturer narrative:
Concomitant medical products: 429678 lead implanted on (B)(6) 2014; w1tr01 crt-p implanted on (B)(6) 2021 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r waves (ffrw) over-sensing were noted on the right atrial (ra) lead. Unsure if mode switches were due to short events or the ffrw over-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.